Manufacturer narrative:
This device was initially reported under mrn 0009617544-2020-00190. On 11 november 2020, additional information was received indicating that this device pertains to a second, unrelated event.

Event description:
It was reported that two xia titanium blockers fractured during implantation. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using a back-up device. This report represents the second of the two blockers.

Event description:
It was reported that two xia titanium blockers fractured during implantation. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using a back-up device. This report represents the second of the two blockers.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided so a review of device history records and complaint history could not be performed. It was reported that the main body of the blockers fractured when they contacted the rod during blocker insertion. The xia ii universal tightener was used for insertion and the xia ii torque wrench was used for final tightening with the anti-torque tube. The blocker did not appear to be cross threaded, the torque applied is unknown, there was no difficult angle, and surgeon did not appear to apply excessive force. As the device was not returned, a definite cause cannot be determined. Possible causes include over-torqueing, deformed torque wrench tip, cantilever force applied during final tightening, rod not fully reduced, and/or the torque wrench tip not fully engaged into the blocker during final tightening.